Manufacturer narrative:
[(B)(4)].

Event description:
On (B)(6) 2017, a procedure was performed to replace the previous atrial lead, which was from a different manufacturer. The subject lead was implanted in the right atrial appendage and pacemaker replacement was also performed. On (B)(6) 2017, after that atrial pacing failure was observed, x-ray revealed that the lead tip of the lead had been dislodged from the right atrial appendage. A re-intervention was performed and the lead tip of the lead was re-fixed at a site where the measurements of the atrial threshold and the atrial lead impedance were satisfactory (the p-wave amplitude was unmeasurable since the patient showed no p-wave). The procedure was completed.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by (B)(4) that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2017, a procedure was performed to replace the previous atrial lead, which was from a different manufacturer. The subject lead was implanted in the right atrial appendage and pacemaker replacement was also performed. On (B)(6) 2017, after that atrial pacing failure was observed, x-ray revealed that the lead tip of the lead had been dislodged from the right atrial appendage. A re-intervention was performed and the lead tip of the lead was re-fixed at a site where the measurements of the atrial threshold and the atrial lead impedance were satisfactory (the p-wave amplitude was unmeasurable since the patient showed no p-wave). The procedure was completed.